Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Most of the screw implanted; screw head disposed by hospital.

Event description:
Primary procedure, right foot. It was reported that went implanting a screw into the anchorage I plate, the head of the screw broke off. After brief deliberation, surgeon decided there would be less risk leaving the screw in than trying to remove the remainder of the screw. Surgeon utilized a different hole in the plate. A surgical delay of approximately 1 minute was reported.